Manufacturer narrative:
No patient was involved with this event, so no patient demographics are applicable. Device lot number is not available. Device manufacture date is dependent upon device lot number, thus it is unavailable. Part has not been received for evaluation.

Event description:
A site representative reported that there was damage to a spine clamp driver. It was reported that the tip of the driver was stripped and would not engage with the matching screws. Information regarding how this damage occurred is unavailable. No patient was present when this was discovered, and no additional details were provided.

Manufacturer narrative:
Device manufacture date was unavailable as a valid lot number was not provided. Investigation of returned suspect suretrak clamp driver finds that the returned driver is well worn with many nicks and scratches. Not able to read the part or lot number. The tip of the driver is slightly rounded but the tool is still functional. The reported issue was confirmed to caused by mechanical damage to the driver tip. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.